Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative result of a donor sample when tested with seraclone anti-d blend. The customer stated that he typed the donor sample as blood group o rh(d) negative but it was supposed to be blood group o rh(d) positive. The exact date of event is unknown but the customer believes it to have happened at the beginning of (B)(6) 2018. The customer returned neither the supposedly defective product nor the donor sample that had caused a supposedly false negative result. Therefore our quality control laboratory tested their retention sample of seraclone anti-d blend for potency and specificity. All positive and negative reactions were correct. We did not observe any false negative reaction. The minimum titer was met. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.